Manufacturer narrative:
Investigation was completed. Information provided by the customer was reviewed. No instrument files were provided for the epoc test in question, therefore further investigation using instrument files could not be conducted. Epoc calculated hgb is derived from the hct reading on the device. Given this relation, the certificate of analysis was reviewed for performance of the card lot in question. The lot was performing as intended at time of release. The cause of the event is unknown. No systemic product problem identified.

Event description:
The customer reported discrepant low hematocrit and calculated hgb (calculated using hematocrit) when compared to repeat testing of a different sample on a comparative instrument. It should be noted that epoc uses conductivity to measure hematocrit while the comparative instrument counts cells. There is no report of injury due to this event.